Manufacturer narrative:
Completed information: section a1, patient identifier: sids (B)(6) . Section a. Patient information: no further patient information was provided by the customer. Complete information for section h9: correction/removal number: 3002809144-09/18/19-008-c. Further investigation into this issue found that results could have been impacted by the alinity bulk solution level sensor on the alinity I instrument, in which the sensor inaccurately detects the float position due to a leak. The float sensor may result in a failure to properly monitor bulk solutions inventory which could impact the intended contents of the reaction mixture and create the potential for incorrect patient results. A previous product correction letter was issued to all worldwide customers with installed alinity I processing modules. The necessary actions outlined in the previously issued product correction apply to both issues : a) discontinue reporting results until troubleshooting is complete b) provides instruction for inspecting the alinity ci series bulk solution level sensors and the actions to take if a crack is found and c) if the level sensor is not cracked, to reference the alinity ci series operations manual for instructions on troubleshooting for the specific message code. The customer is also provided with specific instructions on how to perform weekly maintenance of the alinity ci series bulk solution level sensor. Upon further review, the customer's issue is associated with remedial action (rcr # 3002809144-09/18/19-008-c) and is assigned to the field action. Section b; adverse event or product problem and section d; suspect medical device were updated to reflect to the impacted products.

Event description:
The customer observed discrepant results for multiple assays generated on the alinity I processing module for multiple samples on (B)(6) 2020. The customer also observed error code 1403 unable to process test. Final read failure, trigger and pre-trigger reservoirs were empty and the supply screen did not update to show them as empty. The following data was provided: sid (B)(6) : ca 125 ii initial result = 2.1 u/ml, repeat = 7.3 u/ml, afp <1.66 iu/ml, repeat = 1.85 iu/ml, ca19-9xr initial result = 3.07 u/ml, repeat = 5.08 u/ml (reactive). Sid (B)(6) : cmv igg initial result = 0.1 au/ml (negative), repeat = positive. Sid (B)(6) : prolactin initial result = <0.82 ng/ml, repeat = 17.33 ng/ml. Sid (B)(6) : cmv igg initial result = 0.0 au/ml (negative), repeat = positive. No impact to patient management was reported. The customer replaced the alinity ci buffer level sensor and replacement resolved the issue.

Manufacturer narrative:
Patient identifier: sids (B)(6). Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed discrepant results for multiple assays generated on the alinity I processing module for multiple samples on (B)(6) 2020. The trigger and pretrigger reservoirs were empty and no error message was generated on the analyzer or the samples. The following data was provided: sid (B)(6): ca 125 ii initial result = 2.1 u/ml, repeat = 7.3 u/ml, afp <1.66 iu/ml, repeat = 1.85 iu/ml, ca19-9xr initial result = 3.07 u/ml, repeat = 5.08 u/ml (reactive). Sid (B)(6): cmv igg initial result = 0.1 au/ml (negative), repeat = positive. Sid (B)(6): prolactin initial result = <0.82 ng/ml, repeat = 17.33 ng/ml. Sid (B)(6): cmv igg initial result = 0.0 au/ml (negative), repeat = positive no impact to patient management was reported.